Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the monitor went blank for 2 seconds on 3 separate occasions during navigation during surgery. There was no reported delay to the procedure. There was no reported impact to the patient.